Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope did not have an image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, there was fluid inside the electrical connector shield plate. However, the root cause could not be determined. User can detect the suggested event by handling device in accordance with the following IFU. Evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f important information ¿ please read before use warnings and cautions do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image. Olympus will continue to monitor field performance for this device.